Manufacturer narrative:
1. Incident description: when balloon was filed to 18 mm, balloon popped inside paient. The sterile water used to fil the balloon was expelled into theesophagus. 2. Cause analysis: based on customer feedback and historical complaint analysis, we speculate that the balloon rupture may have resulted from the following potential factors: the balloon cannot withstand the pressure and bursting; sharp functional corners of mating instruments (e.g., sharp edges of anastomotic staples or stents, etc.) Scratch or poke the balloon. Due to the lack of further information, we conducted an investigation from the perspectives of raw materials, production processes, and packaging and transportation. The findings and analysis are as follows: 2.1 raw materials: based on complaint batch information 251010217, the corresponding raw material incoming inspection records were reviewed. All components underwent incoming appearance, dimensional, and performance testing. After passing the tests, they were accepted into inventory with no abnormalities detected. 2. 2 production process: based on the balloon product production flowchart analysis, processes associated with balloon rupture include balloon inflation, balloon welding, and related inspection procedures. 2.2.1 balloon blowing inspection (appearance): in the process of balloon blowing, after the balloon was blown into shape, we checked the appearance of the formed balloon, so the possibility of leaking and flowing out was very low. 2.2.2 the balloon blowing inspection: after the balloon body was blown, the wall thickness, fatigue performance and maximum pressure were sampling checked in the first inspection process inspection and finished inspection .to ensure that the balloon body meet the performance requirements before welding. 2.2.3 process inspection: after balloon welding, 100% inspection is conducted on appearance and rated pressure to verify balloon-catheter seal integrity, minimizing the risk of defective products entering the market. 2.2.4 finally inspection:100% negative pressure inspection was done after balloon body was folded to check the leak proofness of the whole balloon.so the risk of nonconforming products outflow was very low. Analysis: the production process has gone through many tests of the rated pressure and the burst pressure, so the probability of defective outflow is extremely low. 2.3 packaging and transportation: balloon packaging investigation: the balloon got effectively protected during the packaging process. The balloon was put into capture tube, and then was put into the inner bag and got sealed. This process will not damage the balloon. Then the sealed inner bag was put into a middle box and finally got packed into an outer box according to the packaging requirements. This process will not damage the balloon. 3. Conclusion: after investigating the structural design, raw materials, inspection methods, and storage and transportation processes, we were still unable to identify the root cause of the balloon rupture. As for other suspected causes, due to the lack of further clinical information, we cannot confirm them further. Therefore, the root cause of this customer complaint could not be determined.

Event description:
We identified this event through research on the maude on (B)(6) 2026. The event happened during the inpatient gi endoscopy screening for patient. Patient with esophageal stricture required dilation with balloon catheter. The size of the catheter was 15-18 mm. It is reported that when balloon was filled to 18 mm, balloon popped inside patient. The sterile water used to fill the balloon was expelled into the esophagus.

Manufacturer narrative:
After micro-tech received this incident. We reviewed the manufacturing documents from the device history record and found no abnormalities that would contribute to this issue. We are trying to get more informaiton for investigation. We will fill a follow-up report when this incident investigation is done.